Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. It is unk if the pt was harmed or injured as a result of the event. The customer inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.

Manufacturer narrative:
Covidien technical support engineer troubleshot this issue with the customer over the phone. Multiple attempts have been made to get pt info but no customer response. A follow up report will be submitted when new info becomes available.